Event description:
Shortly into hemodialysis the technician noticed a small amount of blood leaking on floor from a cracked dialyzer. Arterial end of system re-infused, and the rest of the system was discarded for safety. Approximate blood loss was 150 ml. A new dialyzer and lines were set up. Patient asymptomatic.